Event description:
New information noted that the patient is device dependent and experienced an arrhythmia, the device had appropriately mode switched. No intervention was needed since the mode switch was appropriate. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the pulse generator was ¿moving too fast¿. No additional information was reported.